Manufacturer narrative:
Updated fields - b4, d8, g1 (contact office, contact person - mfg site), g3, g6, h2, h4 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, b6, b7, d10, g4 (PMA 510k). A getinge field service engineer (fse) upon inspection of pm, unit failed and was alerting "autofill failure" during a function check. Unit was unable to recognize when the safety disk was plugged and was unable to pass the vacuum leak test. Replaced purge assembly (0104-00-0026 p). Unit was still unable to produce adequate vacuum within proper specs and unable to complete an autofill. Installed 5000hr kit (0040-00-0147) to rebuild compressor.unit was still unable to perform a pass vacuum leak test and unable to perform a autofill. Upon further inspection unit had a tiny audible leak coming form behind the drive manifold. Replaced drive manifold (0104-00-0018) and both pressure & vacuum hoses out of precaution. Unit passed vacuum leak test and was able to complete an autoflll. Unit was able to function utilizing multiple triggers and ran successfully for 60 mins. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint - purge valve assembly and drive manifold. These parts were received with a reported unit failure of will not autofill. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the purge valve assembly into the cs300 test fixture and tested the purge assembly to factory specifications per the cs300 service manual. The fat performed the safety disk leak test which tests the purge solenoids k3 and k5. The purge assembly passed the safety disk leak test. The fat then installed the drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k6a, k7, k8 leak test which tests the solenoids of the drive manifold. The drive manifold passed testing with results of test #1 differential -1 factory specification+-45mmhg. Test #2 differential -1mmhg factory specification +-65mmhg. Test #3 differential -1mmhg factory specification is +-20mmhg. The drive manifold passed the k6, k6a, k7, k8 with no problem found. The fat then booted the cs300 into the clinical mode and performed an autofill. The cs300 booted up with system test ok, observed on the display. An autofill was performed. The cs300 autofill with no problem found. The fat ran the unit for one hour to monitor for any alarms during pumping. No alarms were observed, the parts passed testing. Retaining the parts in the fat procedure.

Event description:
It was reported during preventive maintenance (pm) that, the cs300 intra-aortic balloon pump (iabp) will not autofill. There was no patient involved.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) will not autofill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance (pm) that, the cs300 intra-aortic balloon pump (iabp) will not autofill.

Manufacturer narrative:
Updated fields - b5, d5, d9, e1 (initial reporter & event site email), g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code & health effect impact codes), h11.